Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2124193. Medical device expiration date: 09/30/2013. Device manufacture date: 05/03/2012. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) blood collection tubes were issues with clotting. No serious injury or medical intervention reported.